Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion it was difficult to insert the sheath after which a second insertion kit was used successfully. There was no reported injury to the patient.

Manufacturer narrative:
Removing statement "however we were unable to completely investigate for the reported problem due to the iab not returned". The reported problem was not pertaining to iab, so the iab not being returned did not affect the investigation which was fully completed. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion it was difficult to insert the sheath after which a second insertion kit was used successfully. There was no reported injury to the patient.

Manufacturer narrative:
The 7.5fr introducer sheath and dilator were returned with blood found on the interior and exterior. No damage was observed on the sheath. The iab catheter was not returned for evaluation. The returned sheath was measured and it was found to be within specification. The returned sheath was evaluated and no abnormalities were found. However we were unable to completely investigate for the reported problem due to the iab not returned. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion it was difficult to insert the sheath after which a second insertion kit was used successfully. There was no reported injury to the patient.